Event description:
Customer emailed inquiring for price and availability of a power supply assembly for the device. Customer is a distributor who received a request for a power supply assembly from indonesia. Customer does not have any information regarding the device, specific failure or any incidents associated with the device.

Manufacturer narrative:
Distributor was provided with price and availability of device power supply assembly. Distributor is awaiting for decision from customer whether they will order part and repair device, or scrap device.